Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that her sensor readings are inaccurate. She stated her sensor will say her blood glucose is dropping fast, but when she checks, it is high. She stated that five minutes ago her sensor reading was 151 mg/dl and it said it was dropping. When she checked, her blood glucose was 276 mg/dl. Last night, the device was going into threshold suspend mode. The device is set to go into threshold suspend at 60 mg/dl, but when she checked, she was no where near that. Customer has not had any issues with bent cannulas. Customer was advised of proper sensor insertion and calibration methods. Nothing further reported.